Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a second firing in a laparoscopy-assisted distal gastrectomy procedure, after open-close check, when an attempt was made to fire, the knife did not advance and the device could not be fired. A new package of product was opened and used to complete the case. The event occurred during the procedure but the product was not used for patient. No patient injury.